Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to infection. No additional adverse patient effects were reported. This device is not expected to be returned for investigation.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.